Event description:
It was reported to nova biomedical that a consumer received a result of 64 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 537 mg/dl and 470 mg/dl. During the call to customer support, it was revealed that the consumer's parent could not confirm if the consumer performed a control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The consumer was educated on these directions for use at the time of call. The difference in the consumer's readings was determined to be clinically significant. The meter will be returned for evaluation. The test strips in question were used up by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.